Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Multiple products were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that on: (B)(6) 2006: the patient presented with l4-5 pseudoarthritis and underwent the following procedures: exploration of fusion l4-5 with takedown of pseudoarthritis. Removal of hardware l4-5. Revision decompression l4-5, bilateral. L4-5 posterior lateral fusion with bone morphogenic protein, graft extender as well as c-spine pedicle screws. As per op-notes, "...bone morphogenic protein with its collagen carrier wrapped around graft was placed in lateral recesses that had previously been decorticated . .. ." No patient complications were reported. The patient alleges unspecified injury due to the use of rhbmp-2

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.